Manufacturer narrative:
The last calibration occurred on 04-jun-2020 and there were no alarms on the calibration. The calibration signals recovered lower than expected. Quality controls were within range. Upon review of the alarm trace, an abnormal aspiration error was observed. The investigation could not identify a product problem. The cause of the event could not be determined.

Manufacturer narrative:
This event occurred in (B)(6). Phone number was provided as (B)(6).

Event description:
The initial reporter stated they received discrepant results for five patient sample tested with elecsys ft3 iii on a cobas 8000 e 801 module. The initial values from the samples were reported outside of the laboratory and the doctor requested a repeat of the samples. The first sample initially resulted with a ft3 value of 9.99 pg/ml, which repeated as 2.91 pg/ml. The second sample initially resulted with a ft3 value of 5.25 pg/ml, which repeated as 3.66 pg/ml. The third sample initially resulted with a ft3 value of 4.90 pg/ml, which repeated as 3.81 pg/ml. The fourth sample initially resulted with a ft3 value of 1.86 pg/ml, which repeated as 2.52 pg/ml. The fifth sample initially resulted with a ft3 value of 6.45 pg/ml on (B)(6) 2020, which repeated as 3.66 pg/ml on (B)(6) 2020. The ft3 reagent lot number was 404623. The reagent expiration date was requested, but not provided.